Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.

Event description:
Pt status post l4-s1 pangea construct returned to surgeon for follow up visit. X-rays taken showed one rod slipped out of the head of the right s1 screw. Pt was noted to have spondylolisthesis and spinal stenosis. Surgeon removed the right side hardware and did not remove the spacer at l5 - s1. Surgeon noted the right side hardware was loose and the left side hardware was stable. Reportedly, the pt did not heal noting pt is obese and is a diabetic. This is two of three reports for this event.